Manufacturer narrative:
D4 lot number: 11002233322. Upon receipt at of these inflatable penile prosthesis (ipp) cylinders, cuff and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump found no damage or abnormalities were observed. Analysis also found there were no fluid leaks from the pump. Visual examination of the cuff found no damage or abnormalities were observed. Analysis also found there were no fluid leaks from the cuff. Visual examination of the balloon found no damages or abnormalities were observed and there were no fluid leaks. However, functional testing of the balloon identified the balloon did not pass testing. The balloon required more pressure than the specifications specify in order to function. No other damage or irregularities were identified that would affect the functionality of the balloon. Based on analysis results, the reported fluid leak and air in the system were unable to be confirmed. However, analysis did identify the balloon tested out of specifications which could affect the functionality of the device. Product analysis was unable to confirm the reported migration and erosion. However, the reported patient symptoms are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent rist of device was assigned to this investigation.

Event description:
It was reported that the patient presented to the physician reporting he could feel his artificial urinary sphincter (aus) pump when he urinates. Upon examination, the physician had found that the pump had eroded through the scrotum and he had a challenging time activating the pump. Upon explanting the device, it was found that there was air in the system and there was fluid loss from an unknown location. No new device was implanted. There were no further patient complications.

Manufacturer narrative:
Lot number: 11002233322.

Event description:
It was reported that the patient presented to the physician reporting he could feel his artificial urinary sphincter (aus) pump when he urinates. Upon examination, the physician had found that the pump had eroded through the scrotum and he had a challenging time activating the pump. Upon explanting the device, it was found that there was air in the system and there was fluid loss from an unknown location. No new device was implanted. There were no further patient complications.